Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed: there was circumferential delamination extending approximately 3 inches from the distal tip, liner bunching at the distal tip, and minor distal tip damage. The c-marker band was present. No other abnormalities were observed on the esheath. No dimensional analysis or functional testing could be performed due to the condition of the returned device (liner delaminated). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Per the report, there was difficulty withdrawing the delivery system through the sheath after the balloon burst. The bunching observed on the distal tip of the sheath indicates that the delivery system inflation balloon was likely caught on the expanded liner of the sheath. If the delivery system was caught on the distal end of the sheath, excessive force would likely be applied in an attempt to remove the delivery system. This could then pull on the sheath liner and result in the observed delamination on the distal end of the sheath. Available information suggests procedural factors likely contributed to the observed resistance. The results of the investigation remain unchanged. The vascular injury was attributed to the efforts required to remove the devices following the delivery system malfunction- balloon burst. Please reference related manufacturer report no: 2015691-2017-01236

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case the vascular injury was attributed to the efforts required to remove the devices following the delivery system malfunction-torn balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number 2015691-2017-01236.

Event description:
As reported from (B)(6), during the implant of a 26mm sapien 3 valve by tf approach in the aortic position, during balloon inflation within the annulus, the balloon cracked/ruptured. As the delivery system had problems to cross the e-sheath, the vascular surgeons expanded the femoral arteries for improved access and the iliac arteries were crossed, all systems were pulled out (delivery system and e-sheath). The iliac arteries and femoral access required intervention. Femoral access was closed by putting a surgical patch and the iliac arteries were repaired with a stent. The patient was successfully discharged home. This report is for the vascular injury.

Manufacturer narrative:
Additional information was received. The patient¿s access vessel minimum luminal diameter was 7.2 mm, was mildly calcified and mildly tortuous. The results of the investigation remain unchanged. The vascular injury was attributed to the efforts required to remove the devices following the delivery system malfunction-torn balloon. Please reference related manufacturer report no: 2015691-2017-01236.